Event description:
Evidence of twos (t-wave oversensing) post vp (ventricular pacing). Additional details are not known by the rep including sn (sinus node), wt (weight), dependency, etc. Recommended to the rep to assess clinical status. Consider vblank post bvp (biventricular pacing) changes, rv (right ventricular) sensitivity changes and/or configuration changes for rv sensing. Consider v-v timing, lv (left ventricular) configuration, whether it's occurring in lv (left ventricular) only or bv pacing and how often this is happening. Discuss findings with ep (electrophysiologist) to determine appropriate process going forward. (B)(6) 2023 11:55 am (B)(6) caller phoned back in with additional details now that she is with the patient. Real time twos post bvp was occurring at time of interrogation. Rv lead is programmed to bipolar at .3mv. Twos (t-wave oversensing) post bv pace was still present in the ttc at .3mv. Rv and lv lead implanted (B)(6) 2023. 0 short v-v's since (B)(6) 2023, increasing vblank post vp to 250 ms did not mitigate the twos post bvp. When testing was performed in bipolar configuration at .45mv sensitivity, the twos post vp was no longer present. Discuss findings with ep to determine appropriate programming. (B)(6) 2023 12:09pm (B)(6) caller phoned back in a third time to discuss other possible troubleshooting methods to mitigate the twos (t-wave oversensing) post bivp. Adjusting blanking all the way to 380 ms and no change in twos (t-wave oversensing) post bvp (biventricular pacing). Adjusted v-v timing, no change in twos (t-wave oversensing) post bvp (biventricular pacing), tested different lv (left ventricular) configurations and twos (t-wave oversensing) post bvp (biventricular pacing) was still present. Rep will take findings back to the ep to assess if programming bipolar to .45mv is acceptable to prevent twos (t-wave oversensing) post bvp (biventricular pacing). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).